Manufacturer narrative:
H6: updated investigation conclusions: d15: cause not established. H6: health effect impact code: f24: insufficient information. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as insufficient information and no findings available and will be closed as ¿cause not established¿. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. The instructions for use further includes a precaution which states, ¿ensure the size of the device is adequate for the intended repair.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. Name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: not provided. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/??: [missing records: records for the previously placed mesh were not provided.] (B)(6) 2012: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: extensive, large, feculent ventral hernia measuring 8 x 10 cm in size. Postoperative diagnosis: extensive, large, feculent ventral hernia measuring 8 x 10 cm in size. Extensive adhesions of the small intestine involving the transverse colon. Operation/procedure performed: exploratory laparotomy. Lysis of adhesions. Removal of previously placed mesh. Component separation in the posterior rectus sheath. Repair of ventral hernia by using dualmesh. Partial resection of omentum. Anesthesia: general anesthesia. Operative indications: this patient is noted to be having a large painful swelling over the mid abdomen which has gradually worsened and is associated with nausea and vomiting off and on. This on preop evaluation is noted to be having a painful swelling which is large and is persistent with an incarcerated ventral recurrent hernia. This is noted __ [sic] 8 x 10 cm in size on fascial defect, however, the swelling is much larger and is noted to be of a recurrent type in the supraumbilical area and it is firm and partially reducible and margins are diffuse, globular in shape, and overlying skin is within normal limits. Operative findings: ¿upon entering the peritoneal cavity there is noted to be an extensive degree of adhesions of small intestine to the hernia sac as well as of interloop type and the omentum and transverse colon is also noted to be herniating at this site. This has been markedly painful. The patient came to the emergency room for the same reason and is now taken to the operating room for the same. This is also associated with nausea and also vomiting. CT scan was consistent with the above-noted findings. The small intestine is noted to be viable without any evidence of ischemic changes. There was an area of omentum that needed to be resected. Operative procedure in detail: the patient in the supine position under general anesthesia is adequately prepared over the entire abdomen by using chloraprep and there is noted to be large swelling in the supraumbilical area which extends below the inferior area and was identified and a midline incision is made in the midportion of the abdomen and compressing this area. This incision is gradually deepened by using electrocautery as was the subcutaneous tissue. This site is then identified and it is dissected free by doing sharp and blunt dissection up to its emergence from the fascial defect. Once the sac is completely isolated up to the fascial defect this is then opened and it is noted that there are an extensive degree of adhesions to the small intestine as well as interloop type. These are then resected by doing sharp and blunt dissection. During the process hemostasis is continuously maintained by using electrocautery. The resection is continued deeper to isolate the area at this site and the omentum, which is also noted to be herniating an [sic] this site is noted to be somewhat ischemic and is then resected of partial omentectomy type by using a ligasure device. This is carried out in a stepwise manner. Once the lysis of the adhesions of the small intestine is carried out, it is reduced back into the abdominal cavity. Subsequently the undersurface of the peritoneal lining is completely freed from the anterior abdominal wall adhesions of the small intestine by doing sharp and blunt dissection. The area is profusely irrigated with normal saline. Irrigant fluid is suctioned out. Proper hemostasis maintained. Component separation is then carried out. The posterior rectus sheath on both sides is dissected free from the linea alba going laterally up to the lateral margin of the posterior rectus sheath. Perforators are also electrocoagulated. In this manner the posterior rectus sheath is completely separated from the rectus muscle up to the lateral margin on both sides. After thorough mobilization the midline incision is closed by using #0 pds in a figure-of-8 fashion and a dualmesh is applied in place. This is anchored to the anterior rectus sheath by using u-shaped suture of #0 pds by going through the anterior rectus sheath closing the graft and also the rectus sheath thereby securing the graft all around it by using #0 pds in an interrupted fashion. The anterior rectus sheath is then closed by using #0 pds in a figure-of-8 fashion. The area is once again profusely irrigated with normal saline. Irrigant fluid is suctioned out. Proper hemostasis is achieved and confirmed. The deeper subcutaneous tissue is approximated by using 3-0 vicryl in an interrupted fashion, the skin by using staples. A sterile dressing is applied. Specimens submitted: [blank]. Estimated blood loss: approximate blood loss less than 5 ml. Condition/disposition upon completion: there were no intraoperative complication. The patient tolerated the procedure well and left the operating room in stable condition.¿ product identification records for the alleged gore device were not provided. (B)(6) 2012: (B)(6) medical center. (B)(6), md. Discharge summary. Presented with abdominal pain, was stabilized with medication, underwent ventral hernia repair. Had a CT showing 3 abdominal anterior ventral hernias containing fat, and a single hernia containing a portion of the wall of the transverse colon. No obstruction. Mild surrounding inflammatory stranding surrounding the omental component. Gallbladder mildly distended, normal appendix. Postop day #1, doing well, tolerating diet, positive gas, pain controlled. Dr. Gupta of surgery cleared for discharge with recommendation of no pushing, pulling, or lifting, follow up with him in 10 days. Maintain diabetic diet, continue home medical regimen. ??/??/??: [missing records: a CT scan showing 3 anterior ventral hernias containing fat and a single hernia containing a portion of the wall of the transverse colon was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical history. Updated brand name. Corrected combo products. Updated combo product field, added PMA/510k# . Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act. On (B)(6) 2012: (B)(6) jacksonville. Billing records. Mesh gore dual plus 8 x 12 cm.

Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that although the brand name and lot # of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent ventral hernia repair on (B)(6) 2012 whereby a "alleged gore device" was implanted. The complaint alleges that in approximately 2019, an additional procedure occurred whereby the "alleged gore device" device was explanted. It was reported the patient alleges the following injuries: mesh removal requiring an additional surgery; to be supplemented . Additional event specific information was not provided.